Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site 07/05/2016. No parts have been received by manufacturer for analysis. On 07/21/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that while attempting to merge scans, the site's navigation system software did not function properly. After verifying the merge, they could not select the second scan from the control panel. Using other scans, the medtronic representative restored normal function, however, the issue reoccurred. The layout of the monitor screen could be changed once and after that, the option was not visible. The navigation system was re-started to allow the change of layout. When attempting to load the magnetic resonance imaging (mr) scans instead of the computed tomography (CT), the imaging system was re-started and the mr model was registered, the system did not show the mr - deleting the CT scans allowed the mr to be seen. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative reported that the event occurred during a functional endoscopic sinus surgery (fess) procedure. Patient information was requested but has not been provided. The issue caused a 15 min delay. There was no impact to the patient as the surgeon carried on with navigation, using the soft tissue window of the CT scan.